Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope connector cover dirty a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to corrosion on endoscope connector, incompatible scope(error 315) occurs, with the most probable cause traced to a component failure. As for the scope connector cover being dirty, a definitive cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had incompatible scope (error 315). The issue was found during inspection for use. There were no reports of patient involvement.